Event description:
It was reported that the customer sought medical assistance after experiencing high blood glucose levels. The customer had gone to bed with a blood glucose level of 7.4 mmol/l. By midnight, the customer's blood glucose was 17 mmol/l. It was reported that the customer did not get a no delivery alarm from the insulin pump or a high blood glucose alert from the sensor. The doctor was advised that the no delivery alarm only alarms after a certain amount of back pressure has built up. The doctor was advised that troubleshooting could be conducted on the insulin pump and sensor, but the doctor requested a replacement insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.